Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, incontinence, nocturia, urgency, urinary retention, urinary tract infection, dysuria, and hematuria. It was reported that the patient has undergone post anterior colporrhaphy with graft (surgisis graft), vaginal vault suspension and graft revision which was performed on (B)(6) 2012 at (B)(6) medical center by (B)(6) m.d. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced defecatory dysfunction, urge incontinence, urinary urgency and urinary tract infection. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that after implantation the patient experienced pain, erosion, extrusion, infection, bleeding, discharge, scarring, dyspareunia, recurrence, depression, anxiety and open wound in vaginal wall. The patient underwent mesh excision/removal on (B)(6) 2008 by implanting surgeon and on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-02169. The same patient is represented in each medwatch.